Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the upgrade of the device, the physician had difficulty removing the device. After multiple attempts of extraction with a hemostat instrument, the device plastic header was detached. There was no malfunction on the device and there were no patient consequences.